Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he is not able to hear any sound from the insulin pump or vibrations. Blood glucose level at the time of the incident was 137 mg/dl. Troubleshooting was performed but the issue remained unresolved. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with no audio/beeping alarms tones during self-test due to broken black wire of the piezo transducer. Unit had minor scratched lcd window and cracked reservoir tube lip.